Event description:
It was reported that a patient underwent a sling procedure on an unknown date. The patient experienced an asymptomatic vaginal erosion of the mesh which required recovering of the site. Additional information has been requested.

Manufacturer narrative:
The date of mesh implant was (B)(6) 2009 for the treatment of genuine stress incontinence. Concomitantly, the patient underwent a posterior repair. The mesh erosion was first noted by the physician on (B)(6) 2014. The ¼ cm erosion was at the right edge of the vagina. The erosion site was covered with deeper dissection and fascia and vaginal skin. Currently, the patient has no problems, no incontinence, and does not wish any further intervention.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.